Manufacturer narrative:
The associated complaint device was not returned. Based on the information provide, the root cause of the reported issue is the result of a potential user/procedural related error. No clinical documents were provided, therefore, no thorough clinical assessment of the reported issue can be rendered. A review of the complaint history revealed no previous complaints with the same failure mode for the listed part. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed because the left insert was implanted into a right knee.